Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the devices had issues experienced with the loading or firing of the clips. The surgeon was unable to squeeze the handle when the issue occurred. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.